Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was sitting on his porch putting his work boots on when he began hearing a continuous alarm and visualized a red heart on the face of his system controller. He became dizzy and went inside to lay on the couch. The alarming continued off and on. The pt and his wife changed his system controller successfully. They then called 911, because occasional alarming continued on the new controller and the pt saw a "low speed warning" on the screen. All of this occurred while he was on battery power. He was taken to his local ER and at this time his wife called us. We instructed staff to have the pt lie flat and still and transfer to the implanting center immediately. Upon arrival to the ICU, the pump appeared to be functioning normally with normal vad parameters on battery power. There was no obvious damage to his external equipment or driveline. The batteries and clips being used were new and in clean condition. The pt was changed to ac power. No alarms were recreated with manipulation of power leads or driveline, but when the pt sat up straight from a flat lying position there was a speed drop and the pump stopped momentarily. This resolved by having the pt lie back flat. The alarms were recreated with other pt movement. Since the pump was stopping momentarily with the slightest movement of the pt, the hospital did not get any x-rays. It was suspected he had an internal driveline fracture and the pt had a pump exchange on (B)(6) 2014.